Manufacturer narrative:
No sample has been returned for evaluation for the report of probe head broken; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a bag, in a tray, along with other items, for the report of probe head broken. The returned sample was visually inspected and found non-conforming with the tip of the probe needle broken at the port and red/brown foreign material on the port. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The o-rings, spacer, spring and diaphragm are all in tact. The complaint evaluation confirmed that the probe had a broken tip at the port. The root cause of the broken tip at the port is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, when cutting the vitreous body, the physician felt the probe did not cut and found the probe head was broken. The broken piece was found near the patient's eye. A foreign body search was performed. The case was completed using a new probe. The operation time was longer than usual. There was no patient harm.